Event description:
We have been informed that during surgery, the foot switch could not be used due to an error at start-up. The foot switch was reconnected and restarted but it still did not work. Another device was then used to complete the surgery. Surgery was prolonged > 30 min. No report that actual patient harm occurred.

Manufacturer narrative:
Functional inspection confirmed the appearance of the reported error code. The complaint is currently awaiting investigation by the supplier. No corrective or preventive actions can be implemented until the investigation has been completed. The device will be investigated by the supplier.

Manufacturer narrative:
In regard to this complaint, a main pedal and logfiles were provided for investigation. Investigation of the returned pedal and review of the logfiles confirmed the occurrence of the reported (B)(4) error message ('an undefined horizontal position of the pedal is detected. Please make sure the turning knob is centered.'). This error indicates a defective potentiometer. This caused the position value to be off-center when the pedal is in the neutral position and triggered the eva surgical system to display the reported error message on the screen. Please note that this defect is a known phenomenon and that corrective actions have been implemented to prevent its occurrence in the future. The risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Complaints will be closely monitored to identify any significant adverse trends. Per (B)(4)initiation of a change of the connector for connecting the jaw foil potentiometer to the printed circuit board. Connector jst is replaced by soldered crimp contacts. (Preventive measure for (B)(4)) all similar incidents related to the eva surgical system are included in the analysis (fp-yaw). Since 2021 more than (B)(4) surgeries have been performed with the eva surgical systems installed. Please note that the failure codes will not always lead to a prolonged surgery.

Event description:
We have been informed that during surgery, the foot switch could not be used due to an error at start-up. The foot switch was reconnected and restarted but it still did not work. Another device was then used to complete the surgery. Surgery was prolonged > 30 min. No report that actual patient harm occurred.

Event description:
We have been informed that during surgery, the foot switch could not be used due to an error at start-up. The foot switch was reconnected and restarted but it still did not work. Another device was then used to complete the surgery. Surgery was prolonged > 30 min. No report that actual patient harm occurred.

Manufacturer narrative:
Functional inspection confirmed the appearance of the reported error code. The complaint is sent to the supplier for investigation. Investigation by the supplier is ongoing.

Event description:
We have been informed that during surgery, the foot switch could not be used due to an error at start-up. The foot switch was reconnected and restarted but it still did not work. Another device was then used to complete the surgery. Surgery was prolonged > 30 min.no report that actual patient harm occurred.

Manufacturer narrative:
The complaint is under investigation. No corrective or preventive actions can be implemented until the investigation has been completed. In case of a product return, the device will be investigated, otherwise we will review the device history record, and/or any log files if available, or try to replicate the problem on similar product.